Event description:
The customer reported being dehydrated and hospitalized for high blood glucose. Troubleshooting was performed and the insulin pump functions properly. However, when the customer tried to change the infusion set the insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic conclusion test as a result of a faulty force sensor. However, the device passed the displacement test. Further testing was not performed due to the motor error alarm.